Event description:
The generator revision was reportedly due to normal end of service and was not performed as intervention to this increase in seizures. The explanted generator was discarded.

Manufacturer narrative:
Evaluation conclusions: previously submitted MDR inadvertently omitted that the explanted generator was discarded. This report is being submitted to correct this information.

Event description:
Clinic notes dated (B)(6), 2013 were received which indicate that the patient came in for seizures and had five seizures a couple of days ago. Two nights ago, the patient had five seizures and the vns magnet did not help. They were not grand tonic clonic seizures. The seizures were petit mal, but the patient did not bite the tongue or lip. This was not attributed to non-compliance and they do not think that the patient is sleep deprived. The patient has been off of work for a few days but worked 20 hours straight on the friday prior. The last seizure prior to this event was in (B)(6). Attempts were made for additional information; however, they were unsuccessful. No additional information was received. The patient's vns generator was replaced due to battery depletion.